Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk6373 number, and no non-conformance's were identified. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code j207g was received for evaluation. During the visual inspection of the sample, it was noted that the spool had two holes punched and for product code j207 should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a vicryl suture diameter 0. The wrong and/or mixed reels defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the wrong and/or mixed reels was identified during the investigation of the samples received. This product issue will be addressed through the quality system. The following information was requested, but unavailable: the device is a 0 size suture and the reported information indicates that the suture inside is a size 0, what is the device non-conformance/ quality issue being reported. What is meant by 'reel dots indicate a 2-0 and has two holes.'? Was the information on the label of the primary packaging incorrect? Are any pictures available to depict the issue? Note: event reported: 2210968-2021-05742, 2210968-2021-05743, 2210968-2021-05744, and 2210968-2021-05745.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2019 and suture was used. The suture package said a size for the reel and the suture appeared to be that size. The reel dots and holes indicated a different size suture. Upon evaluation of the returned device, a mismatch at the spool was found. There were no adverse patient consequences were reported. No additional information was provided.